Event description:
Physician deployed 2 integrity bare metal stents overlapping 3mm in the lad to cover a 30mm moderately calcified lesion with little tortuosity and 90% stenosis. Stent length was not as he expected. Operation was completed without any additional treatment as there was no health hazard to the patient. Evaluation summary: balloon inflated to 9 atms. No balloon issues identified. The inner shaft distal to the proximal marker band was stretched resulting in the proximal mb location in the proximal cone. There is no indication from the delivery catheter of the device that could have contributed to the final reported observed length of the deployed integrity stents. Image summary: procedural images show no issues with the stents or delivery catheters pre-deployment. Both stents appears to measure 18mm as per product labelling. Post deployment and after post dilatation the stents show no evidence of stent longitudinal deformation that could have impacted on the stent deployed length being longer than anticipated.

Manufacturer narrative:
Evaluation results: no failure detected; device performed according to specification; related to operational context (operational context of the ivus measurement system in conjunction with the deployed stent). Conclusions: no failure detected device operated within specification; 77 - operational context caused or contributed to the event (ivus measurements); device was out of specification but this does not relate to event(inner shaft stretch). (B)(4).